Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat stress urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent lavh and bso on (B)(6) 2008 due to chronic pelvic pain and cervical dysplasia. It was reported that patient underwent excision of the mesh with cystoscopy on (B)(6) 2015 due to dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and bleeding. It was also reported that the patient underwent mesh revision on (B)(6) 2006 due to dyspareunia and erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.